Manufacturer narrative:
A second follow-up will be submitted upon completion of the investigation and/or submission of new information.all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass they experienced gas transfer issues with the fx25 oxygenator. The issue began approximately 3 hours into bypass. It was observed that the po2 dropped slowly to 77 on the cdi monitor. The o2 was turned up to 8 liters/min. The po2 rose for a short time after this, but then began dropping again. The user was running sweep gas as this is standard operating procedure for the user. As the problem began to evolve, the blender fio2 was increased to 100%. With little improvement, the blender and gas filter were bypassed and the oxygenator was ventilated straight from the oxygen tank. One of several arterial blood gases taken during this period revealed a po2 of 89. The patient was on ECMO pre-op and was planned to be returned to ECMO, it was decided to reconnect the patient to ECMO. The patient had a history of severe mitral regurgitation and severe tricuspid regurgitation requiring va ECMO followed by conversion to vv ECMO. The patient also had lupus anticoagulant, also known as antiphospholipid syndrome. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(6) 2016. Upon further investigation of the reported event, the following information is new and/or changed: (date received by manufacturer) (indication that this is a follow-up report) (follow-up due to device evaluation) (device evaluated by manufacturer) (B)(4). The returned sample was visually inspected upon receipt, no anomalies were noted. Gas transfer performance testing verified that the unit met the factory's specifications. A review of the device history record revealed no anomalies. A definitive root cause could not be determined; therefore, this event is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.